Event description:
Reported via patient careline it was reported that the patient had a septal defect. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Four (4) months post procedure the patient reported that they had a septal defect that never healed from the implant procedure and needed to have a surgery to close the hole. There were no other complications that were reported to have occurred.